Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the single lumen peripherally inserted central venous catheter sets (quantity 4) had leaked at the junction between the catheter and hub, requiring an additional procedure to replace the line. There were no further injuries aside from this procedure. No further information was provided.